Event description:
It was reported that during a routine device change out, that this right ventricular (rv) lead was extracted due to high impedance measurements and failure to sense. A new subcutaneous implantable cardioverter defibrillator (ICD) device was implanted. No adverse patient effects were reported. At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated.